Manufacturer narrative:
The approximate age of device: 1 year and 11 months. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2019 due to an unknown cause. Additional information was request, however was not provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between mlp-007758 and the patient's outcome could not conclusively be established. It was reported that the patient expired and the cause is unknown. Per the vad coordinator, no further details are available at this time. Multiple requests for additional information and product return were sent to the customer; however, no response has been received at this time. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.